Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during device reprocessing, the flex deflectable videoscope exhibited a broken distal tip. The cause of the issue is unknown. There was no patient involvement, and no harm was reported as a result if the event.